Event description:
Study subject: under investigation for contralateral knee and upper leg pain after fall, elevated cobalt blood levels found.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "these records confirm that the patient had a pressfit right tha that over time became painful. Serums studies demonstrated elevated cobalt levels. An MRI failed to show any evidence for latr, the surgeon chose to monitor the patient carefully. I cannot discern the root cause of elevated seum cobalt levels and ongoing hip pain from the limited documentation provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is under investigation for contralateral knee and upper leg pain after fall. It was also reported that elevated cobalt blood levels found. A review of the provided medical records by a clinical consultant indicated: "these records confirm that the patient had a pressfit right tha that over time became painful. Serums studies demonstrated elevated cobalt levels. An MRI failed to show any evidence for latr, the surgeon chose to monitor the patient carefully. I cannot discern the root cause of elevated seum cobalt levels and ongoing hip pain from the limited documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
Study subject. Under investigation for contralateral knee and upper leg pain after fall, elevated cobalt blood levels found.